Event description:
It was reported that the patient faced hyperglycemia event due to an infusion set on (B)(6) 2026. The blood glucose was high for four hours and got treated with insulin given with pump bolus.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name- medtronic minimed. Street-(B)(6). City- (B)(6). State- (B)(6). Zip code- (B)(6). Zip four- (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.